Event description:
Reportedly, when an attempt was made to pace the pt up to 140ma of current, the pt would occasionally show muscular movement in response to pacer output, but no pt pulse could be palpated. The pt was not resuscitated. The reporter stated pt outcome was not affected by the discrepancy, due to a lack of pt viability.